Manufacturer narrative:
According to the field, the device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms on the right ventricular (rv) channel. All other rv measurements were within normal range and no noise was ever observed. Surgical intervention was eventually performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was actually returned from the field for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--